Manufacturer narrative:
The site declined to provide patient information, referencing japan's privacy laws. Device manufacturing date is unavailable. The suspect instrument tracker was disposed of at the site and will not be returned to manufacturer for investigation.

Manufacturer narrative:
Manufacture date now provided.

Event description:
A medtronic representative reported intermittent tracking with an instrument tracker, occurring while in an ent procedure using synergy ent 2.2.2. When this was noted, the tracker was placed on the lateral-inferior position which faced the emitter. Repositioning the emitter did not resolve the issue. As they were able to track the m4 rotatable tricut em blade without issue, a new instrument tracker was opened to continue the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. The suspect instrument tracker was disposed of and will not be returned for investigation.